Event description:
Per the clinic, the patient experienced pain and infection at the abutment site, leading to device non-use. The patient was subsequently treated with topical antibiotics in 2016 (specific date not reported).